Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 350cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient suffered right breast implant deflation. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2025.

Manufacturer narrative:
On september 9, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed that the implant was ruptured (a). In addition, a crease/fold was observed on the posterior view, and a tear (b) was observed within the crease, measuring approximately 1.2 cm. Microscopic examination was performed on the edges of the tear (a), and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 1.5 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear (a) could not be identified. These findings are consistent with the information provided by the customer in the mentor complaint slip and explant decontamination instructions form, stating the device was damaged during explantation. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. The evaluation determined that the possible cause of the tear (b) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On august 15, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the correct date of explantation was also provided to be (B)(6) 2025.